Event description:
The customer reported that the ventilator was not delivering oxygen and alarming. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log noted high oxygen supply pressure alarm and oxygen unavailable occurrences. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. During evaluation the service engineer reported proper operation. Performance verification testing was completed and passed to operating specifications. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.